Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, left-side "intense pain + burning," and per imaging results, capsular contracture baker grade unknown, "folds in their contour" and cysts- which has been assessed as not device related. The device remains implanted.

Event description:
Capsular contracture baker grade iii.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.